Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to inspect and clean specific areas of the pump and successfully completed the load process, resuming insulin delivery.